Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to anchor base loosening that occured approximately 7 months after the primary surgery. During the revision surgery, the surgeon explanted the ø38 anchor base, the ø40 eccentric glenosphere and the ø40/+6 humeral cup. Then he implanted a new ø40 eccentric glenosphere, a size 14 cementless stem and a ø40/+9 humeral cup.